Event description:
After 65 hrs of intra-aortic balloon pumping the console alarmed, and blood was noted in the extracorporal tubing indicative of a leak.

Event description:
Add'l info rec'd from MFR 09/24/01: in response to letter regarding the medwatch areport, datascope is still waiting for the product to be returned from the hospital for evaluation.